Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, although pump remained within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin; pump resumed normal operation.